Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support advised that a replacement pump with updated software would be sent, instructed the customer on using the pump in storage mode before returning it, and confirmed that the customer should use the g7 sensor appropriately. The problematic pump is to be returned within 10 days using a pre-paid label.